Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the pulse generator exhibited premature battery depletion. On (B)(6) 2016 the physician decided to implant a new device on the other side of patients chest for safety. The initial pulse generator remains implanted-inactive. The patient felt great post procedure.